Event description:
I had prk laser eye surgery on (B)(6) 2021. Ongoing pain began after laser eye surgery and will not go away. I am super sensitive to light and wind. The pain becomes significantly worse when I look at any screens and go outside. It feels like someone poured alcohol in my eyes. I have been diagnosed with corneal neuralgia by my local ophthalmologist. I have also became depressed ever since. FDA safety report ID # (B)(6).